Manufacturer narrative:
Most or all the color and markings have worn off of the returned probe. With markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the small passive cranial reference frame and passive planar blunt probe were not recognized due to sterilization wear. There was no patient involvement. Additional information was received. It was reported that the probe verified, but with extreme difficulty after trying different angulations. After several attempts on the cranial reference frame divot and not tracked afterwards. It was verified that the instruments were added to the procedure in use. The camera was working correctly, and the status leds did not indicate any faults. The other cranial reference frame and probe were verified and tracked successfully. The camera was repositioned so that distance indicators fell to the center of the bar. They checked the correct insertion of spheres, cleaned and dried the spheres, and then replaced the spheres. Additional information was received. It was reported that the reported issue occurred intraoperatively during a tumor resection procedure. There was a reported delay to the procedure of almost twenty minutes due to this issue. There was no reported impact on patient outcome.